Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that they were no longer taking care of the patient and another urologist was following the patient now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had had decreased efficacy and the healthcare provider had tried to reprogram them multiple times. They had put 2 leads in initially, so on (B)(6) 2010 the patient underwent surgery to switch the lead out so that they could possibly have a better outcome. The left lead was disconnected, and the right-side lead was connected to the ins, and the incision was closed with both leads remaining in the patient. In the recovery room, the healthcare provider used the patient¿s programmer to turn the ins on, and the patient felt stimulation at 2.6v in the low buttock area on the right side. Then, on (B)(6) 2010 it was noted that the patient had no benefit from their implant, despite playing around with the programming and switching the leads. It was noted that the patient needed to have an MRI for some gait problems, so they removed the ins and 2 leads. The patient tolerated the procedure well and there were no complications. No further patient complications are anticipated or expected as a result of this event.